Event description:
It was reported that during a pci treatment procedure, the maverick2 monorail 15x2.5mm balloon ruptured at 12 atms on the first inflation. The patient was asymptomatic during this event. The lesion being treated was a calcified 95% stenotic lesion in the left anterior descending coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported.